Manufacturer narrative:
Updated h3 correction to b5 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced due to a failure of the printed circuit board. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the high flow insufflation unit had the alarm turned on and the front panel shut down. The issue occurred during a therapeutic general surgery procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the high flow insufflation unit had the alarm turn on and the front panel shut down. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.